Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis; further described by the consumer as ¿several abdominal infections caused by a break in aseptic technique¿ (no further detail was provided). The cause of the break in aseptic technique was not further described. On unreported date(s), the patient began treatment for the peritonitis with ceftazidime and other unspecified drugs (doses, frequencies and routes were not reported); the peritonitis was resolved and the patient was recovered from the event. No further information was provided regarding whether the patient was hospitalized for the event. At the time of this report, dianeal therapy was ongoing. No additional information is available.